Event description:
Facility reports staff having headaches associated with opa use. Some also complained of breathing problems. No individual specific info provided. No medical treatment sought. New custom ultrasonic processors and better ventilation solved the problem.